Event description:
It was reported that the patient underwent an unknown clavicle surgery on an unknown date in 2024 and suture was used. During the case, the needle broke in half. They were able to retrieve the pieces out of the body. The case was completed with a like device, and no patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ¿ can you identify the lot number of the product that was used? >lot number is unknown. ¿ was the needle piece(s) retrieved during the same procedure? >needle pieces were retrieved during the same procedure. ¿ were x-rays taken to locate the needle piece(s)? >no x-rays were taken. ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? >there was no damage to tissue during retrieval. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.